Manufacturer narrative:
The qc pre and post the event was within lab-established ranges. Service evaluated the instrument performance and all resting passed specifications

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous chloride result generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous result was not reported out of the laboratory. The sample was repeated and acceptable result was obtained. Data is not available and it is unknown whether the erroneous result was false high or false low. Patient treatment was not impacted by this event.